Event description:
During a procedure, the agility wire (614179/ 13467534) tip was damaged (seemed like stretched). There was no patient injury and the components will be returned for analysis.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure, the agility wire (614179/ 13467534) tip was damaged (seemed like stretched), and the 6f .070 mpd envoy 90cm guide catheter (67025890/ 15548645) was kinked initially. There was no patient injury and the components will be returned for analysis. Per concert medical report (B)(4): the distal 2 cm showed signs of slight kinking and coil offset but was otherwise still functional. Sample was examined under microscopy. The core wire and coil bonds were intact. DHR review was performed no known non-conformities found in the manufacturing process. The reported failure of guide wire - unraveled/stretched could not be confirmed; however, a kink and coil offsets were observed on the guide wire. As per concert medical analysis, kinking and coil offsets occurred during use, likely resulting from the device experiencing forces beyond the design limitations. Additionally, no further information was received. No corrective and preventive actions will be taken at this time.